Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. Reportedly, the customer was using insulin in their cartridge past the recommended time limit of 2 days. Tandem technical support educated the customer that was off label. Customer's blood glucose level 368 mg/dl. Reportedly, the customer performed a supply change to address the issue.